Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that angiocath bl 22ga x 1.0in blood control feature was not working. The following information was provided by the initial reporter: they have said that when the catheter is in the animal they find it hard to get the bung that stops the blood to stay in the catheter.

Manufacturer narrative:
H6: investigation summary a physical sample was available for evaluation but appears to have been lost in transit on its way to the manufacturing facility. Therefore, without a physical sample available for evaluation a thorough investigation could not be performed to verify the reported issue. Additionally, a definitive root cause could not be identified. A review of the device history record was performed for the reported lot, 9329998, and no quality issues were found during production. Based on the results of the investigation, a root cause has not been determined for the defect of this complaint. It should be noted that the angiocath product design was intended for use in humans. Considering that in the customer description the catheter is reported to have been in animal use. If a sample becomes available or is found by the shipping facility this investigation will be reopened and re-evaluated. In addition to the fact that no records were found that could cause this claim during the analysis of batch history and non-conformities, without samples or photos for analysis, it is not possible to confirm the defects reported in this complaint. H3 other text : see h10.

Event description:
It was reported that angiocath bl 22ga x 1.0in blood control feature was not working. The following information was provided by the initial reporter: they have said that when the catheter is in the animal they find it hard to get the bung that stops the blood to stay in the catheter.